Manufacturer narrative:
Additional device information: (B)(4). Concomitant medical products and therapy date detail of product: item number: 00875705602, item name: shell with multi holes porous 56 mm o.d. Size kk for use with kk liners, lot # 62466930. Item number: 00625006525, item name: bone screw self-tapping 6.5 mm dia. 25 mm length, lot # 63176656. Item number: 00625006535, item name: bone screw self-tapping 6.5 mm dia. 35 mm length, lot # 62959152. Item number: 00625006540, item name: bone screw self-tapping 6.5 mm dia. 40 mm length, lot # 63171804. Item number: 00620105400, item name: replacement locking ring for use with 54 mm shell, lot # 63220996. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Complaint linked to (B)(4).

Event description:
A patient is pursuing a product liability claim related to revision surgery due to infection.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item number: 00875801232 item name: constrained liner with constraining ring 32 mm i.d. Size kk for use with 56 mm o.d. Size kk shell lot # 62337992. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Please disregard the item numbers of the main product and the associated products provided with the report 0009613350 - 2018 - 01086 and refer to the ones provided with this report. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Refer to 0009613350-2018-01086.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection. Event summary: according the event, patient underwent revision surgery on (B)(6) 2016, 1 month after the implantation of ceramic head due to infection. During the revision, biolox option head and constrained liner (warsaw design) were revised. Warsaw split case is (B)(4).. Primary tha surgery was done on (B)(6) 2008. First revision due to wear, metallosis and pain is done on (B)(6) 2016. Second revision due to dislocation done on (B)(6) 2016 is captured under (B)(4). Third revision due to infection done on (B)(6) 2016 is captured under this complaint. Fourth revision due to unknown reasons done on (B)(6) 2016 is captured under (B)(4). Review of received data: - legal document is received. Regarding the infection following statement exists in the document: plaintiff jennifer roberts post-operative course has since been complicated by persistent infection requiring additional revision surgeries involving incision and drainage, changing of constrained liners, placement of antibiotic beads and placement of a wound vac. - implant list of the revision and implantation surgery were received. Same sizes of the head and liner were replaced. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com. The combination of the head and the liner is not allowed as per u.s. Regulations, ceramic heads are not to be used with constrained liners. Sterilization certificate for biolox option head was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis root cause determination using rmw: non-sterile device is implanted due to sterilization process failure not possible sterilization certificate confirms the sterility of the product. Non-sterile device is implanted due to contaminated device due to packaging failure not possible the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Non-sterile device is implanted due to surgeon resterilizes head and/or adapter possible, IFU provides necessary information. However, it cant be proved whether it was done, therefore this risk cannot be excluded. Non-sterile device is implanted, cross contamination due to explanted ceramic head and/or adapter is reused with the same or new femoral stem possible, IFU provides necessary information. However, it cant be proved whether it was done, therefore this risk cannot be excluded. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage possible, no information about a packaging issue was reported, however cannot be excluded. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head and/or adapter) not possible -> IFU provides necessary information regarding that. Conclusion summary according to the information available at the hand, ceramic head of the tha was revised due to the infection after 1 month in-vivo time on (B)(6) 2016. No medical data confirming the infection was received. The only document received indicating the existence of infection is legal document. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Possible causes of the infection include contamination of the product during operation, damage of the packaging during transportation, resterilization of the device and reuse of the device which is only intended for single use. However, since the combination of the head and liner is not allowed by zimmer biomet, the root cause of the event is considered as off-label use. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.